Event description:
A pt plan was created from 2d contour. Looked at different wedges on lateral beams. 15 degree looked ok, but 30 gave incorrect isodose lines and monitor units. Checked 30 wedge on water phantom, looked ok, recomputed output factors in physics mode and recommissioned beam - still had same problem on this pt. Tried recreating pt, still had exact same problem. Other plans ok with 30 degree wedge.